Event description:
It was reported that a vns patient was experiencing pain and discomfort at his neck. The patient indicated there were no problems with his vns, and he was receiving efficacy. X-rays were sent to the manufacturer for review. A review of the x-rays revealed that the lead was not routed to form the strain relief at the neck site as recommended per the manufacturer's labeling. No other anomalies were identified. The neurologist indicated revision surgery is likely to relieve the patient's neck pain. It is unclear if the lead will be replaced or the routing of the lead will be corrected. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Lead was not routed as recommended in labeling by manufacturer.